Manufacturer narrative:
Feb 04, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, 1.5 month after implantation of the pacemaker involved in this MDR report, the pt was hospitalized with dizziness episodes and spontaneous rhythm 40min-1 with complete av block (loss of capture in the ventricular channel). A temporary pacemaker was successfully implanted. Further investigation showed that the lead measurements were correct with the psa analyzer; when the device was connected again to the lead, the same phenomenon appeared. The pacemaker was explanted and returned for analysis. Another device was successfully implanted.